Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), endometritis ("acute endometritis."), genital haemorrhage ("abnormal, heavy bleeding") and autoimmune hypothyroidism ("autoimmune disease, specifically hypothyroidism") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's medical history included cervical dysplasia, breast cyst, breast cancer, discomfort, cesarean section, abdominal adhesions and pelvic adhesions. Concurrent conditions included migraine, breast cyst, essential hypertension, menorrhagia, abdominal pain lower, ovarian pain, lower abdominal pain, anxiety, thyroiditis, micturition urgency, abnormal weight gain, unspecified hearing loss, adenomyosis, bloating, uterine infection, cystitis interstitial, appetite lost and seasonal allergy. The patient also had a family history of breast cancer. Concomitant products included alprazolam (xanax), cefazolin sodium, doxycycline, ibuprofen, lidocaine hydrochloride, lisinopril, metoclopramide hydrochloride, midazolam hydrochloride and thyroid (armour thyroid). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("severe pelvic pain/pain pelvis"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), abdominal distension ("bloating"), menstruation irregular ("irregular menstrual cycles"), anxiety ("anxious"), depression ("depressed"), fatigue ("fatigue") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometritis, genital haemorrhage, autoimmune hypothyroidism, infection, alopecia, abdominal distension, weight increased, menstruation irregular, anxiety, depression, dysmenorrhoea and allergy to metals outcome was unknown, the pelvic pain had resolved and the fatigue was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, autoimmune hypothyroidism, depression, device dislocation, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, infection, menstruation irregular, pelvic pain and weight increased to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. The essure filaments had created a reaction, thickening and bluish discoloration to the fallopian tube in the proximal portion, significant portion of the proximal quarter of the fallopian tube. Because of the concern that patient's pain might be related to an essure reaction and the proximal tube involvement, the fallopian tubes were removed along with the uterus the lateral side of the uterus and the uterine artery was identified at the level of the internal os, the vessels were bulging diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: . Ultrasound abdomen - on an unknown date: 1. No pelvic mass or free fluid identified. 2. Endometrium thickness 1.17 cm. Ultrasound breast - on (B)(6) 2014: there are multiple simple cysts in the right breast. The largest is at the 9:00 position having increased slightly in size since the previous study. This corresponds to the location of a benignappearing mass on today's mammogram and also corresponds to the area of the most pain. There is no evidence of malignancy.; on (B)(6) 2016: in the right breast a 1.8 x 1.7 cm cyst is identified and not o'clock position and a 1.4 x 0.6 x 1 cm cyst is identified at the 10:00 position which appear simple. The left breast a simple cyst at the 11:00 image position measuring 1.3 x 0.5 x 1 cm. No solid nodules identified. Dense breast parenchyma is identified bilaterally.. Concerning the injuries reportedin the following case the following events were confirmed via patients medical record : pelvic pain,fatigue. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs+mr received :following events were added : autoimmune disorder type of disorder: thyroid disorder,dysmenorrhea (cramping), fatigue,nickel allergy,patient did not undergo essure confirmation test, acute endometritis captured from mr.outcome of the event pelvic pain was changed from unknown to recovered/resolved.concomitant products added.reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypothyroidism ("autoimmune disease, specifically hypothyroidism"), pelvic pain ("severe pelvic pain"), infection ("infection"), alopecia ("hair loss"), abdominal distension ("bloating"), weight increased ("weight gain"), menstruation irregular ("irregular menstrual cycles"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, hypothyroidism, pelvic pain, infection, alopecia, abdominal distension, weight increased, menstruation irregular, anxiety and depression outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, device dislocation, genital haemorrhage, hypothyroidism, infection, menstruation irregular, pelvic pain and weight increased to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.